Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. The ins was functionally okay. No abnormal hotspots were observed from ir images and thermocouple data closely matched control data. There was no evidence that suggests the complaint device behaved differently than the control device during the process of testing for device heating.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the implantable neurostimulator (ins) was hot after implant. The patient¿s healthcare professional (hcp) thought it was a recharging system issue so the recharging system was replaced. After the recharging system was replaced, the patient still felt the ins was hot including when they were not recharging. The patient recharging frequency did match their settings and the patient was able to recharger. The cause of the event was not determined. The patient¿s ins was replaced. After the replacement, the patient felt good and they were doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.